Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 32 e trident insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision hip surgery due to hip pain and 3 dislocations in 7 years.